Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed rewind and displacement test. No unexpected rewind anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected audio/vibrate anomaly /absence of alarm. No frozen screen noted during test and time clock advances properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarm was not as loud as before. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had changing batteries more frequently, clock was running slowly, rewind was louder than before. The insulin pump will not be returned for analysis.